Event description:
Filter basket deployment difficulty: during the procedure, the filter basket could not be deployed. Changed another one to complete. Analysis of the device indicated that "2cm of the coil was unraveled at 3.2cm from tip."

Manufacturer narrative:
One non sterile angioguard was received coiled inside a plastic bag. It was observed that a 2cm of the coil was unraveled at 3.2cm from tip. The filter basket was totally loaded in the deployment sheath, both were covered by a big amount of blood. Blood residues were observed through the entire length of the deployment sheath. The filter basket was taken out of the deployment sheath and cleaned with the ultrasonic washer after several attempts, once cleaned, the filter basket deployed without problems. Capture sheath was received and no anomalies were observed. The coil dispenser was not received for analysis. The unit was inspected under microscope and the unraveled condition on the coil wire was confirmed. The filter basket presented no evidence of damage on either the struts or membrane. Functional analysis could not be performed due to the deployment sheath was obstructed with blood impeding the delivery wire to advance and perform the functional analysis. Lake region lot number 01428878 is cordis lot number 71110510. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428878. This packaging lot contained 155 units, which were shipped from lake region medical on december 15, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery system- deployment difficulty-unable" could not be evaluated due to the deployment sheath was totally obstructed with blood and did not allow the delivery wire to advance. The root cause of this failure could not be conclusively determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device/procedure and the product analysis finding of the distal wire unraveled/stretched.